Event description:
It was reported that a hardware explant surgery was performed on a patient due to hardware separation from the humerus. The patient was initially implanted with a proximal humeral plate and nine screws on (B)(6) 2013. Six screws were originally implanted in the head of the humerus. On an unknown date, the patient put all his weight on the implanted limb and the plate reportedly pulled away from the bone shaft. The plate and screws were explanted on (B)(6) 2013. It was reported the removal was due to this weight bearing event, not hardware failure. The patient was revised with a 5 hole l proximal humeral plate. The procedure was successfully completed with no patient harm. This report is for one 3.5mm lcp periarticular prox humerus pl 2 hole/91mm/lt. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn. Part and lot numbers were not provided and part was not returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials were corrected (B)(6). Date of awareness was 8/21/2013 not 8/22/2013.

Event description:
This follow up report is 1 of 2 for (B)(4).